Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated levels of cobalt and chromium. Bilateral patient, left side devices remain implanted.

Manufacturer narrative:
This complaint has been re-opened due to receipt of further information. It was reported that right hip revision surgery was performed due to metallosis and elevated levels of cobalt and chromium. During revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Review of the provided implantation report indicated a cup anteversion of 10° compared to the reference to account for the posterior approach. The inclination was 45°. According to the provided revision report, the patient had increasing symptoms. During the revision metallosis, synovitis with dark gray color, black bone, significant acetabular cup loosening and vertical position and black lytic defects at greater trochanter and acetabulum were noted. Whether the low anteversion, which is below the suggested 15° - 20°, contributed to the reasons for the revision cannot be assessed without x-rays or the device available. Whether the noted vertical cup position at the revision was a result of the reported finding or contributed to it cannot be verified. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.